Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no additional patient information provided.

Event description:
It was reported that there was a system error and a pump shutdown. The incident occurred during an infusion of noradrenaline and vasopressin. The specific medication details were not provided. The pcu displayed "system/pump error" and the on/off button was "flashing" prior to the channels stopping pumping. As a result, the patient's systolic blood pressure decreased to 60-65mmhg. Metaraminol (0.5mg/1ml) was administered to treat the hypotensive event. It was reported that the patient's blood pressure "returned to normal" after receiving the metaraminol. The serial numbers of both lvps (8100s) are unknown. It is also unknown which lvp was infusing which drug. The same channels were reconnected to another pcu and the noradrenaline and vasopressin infusions restarted without issue. There was no patient harm. Although requested, no additional patient information was provided.

Event description:
It was reported that there was a system error and a pump shutdown. The incident occurred during an infusion of noradrenaline and vasopressin. The specific medication details were not provided. The pcu displayed "system/pump error" and the on/off button was "flashing" prior to the channels stopping pumping. As a result, the patient's systolic blood pressure decreased to 60-65mmhg. Metaraminol (0.5mg/1ml) was administered to treat the hypotensive event. It was reported that the patient's blood pressure "returned to normal" after receiving the metaraminol. The serial numbers of both lvps (8100s) are unknown. It is also unknown which lvp was infusing which drug. The same channels were reconnected to another pcu and the noradrenaline and vasopressin infusions restarted without issue. There was no patient harm. Although requested, no additional patient information was provided.

Manufacturer narrative:
The customer¿s report of a system error and the pumps shutdown was confirmed in the logs and replicated during testing. Inspection: the pcu was received with the instrument seal broken. The female iui was observed with bent pins and thermal damage to pins 15 and 14. Female iui, date code 03/19 (B)(6) 2019). Log analysis results: the review of the pcu error log recorded an error code 133.6090.0 (main speaker failure) on (B)(6) 2020 at 4:56 am. The pcu event log identified a channel disconnection and audio failure that occurred on (B)(6) 2020 at 4:56 am. The log show that during the disconnection event all infusing devices are removed. The log shows the user confirms the disconnection. The user then confirms the ¿audio failure¿, then selects ¿system off¿ which initiates a system ¿power down¿. The ¿main speaker failure¿ occurs when the system is next powered on, seconds later. Test results: the review of the pcu event log identified a ¿channel disconnect¿ and audio failure. The log show following the disconnection all infusing devices were removed. Because the channel disconnection removed all devices the pcu iuis were inspected before powering on. Inspection of the female iui found thermal damage to pins 15 (ground) and 14 (+8v). The pins were measured for resistance. Across pins 15 and 14, the resistance measured 141.9 ohms. Ina good iui, resistance would measure infinite resistance or ¿open¿. The damaged iui pins 15 and 14 are short-circuiting. A known good female iui was installed in the source pcu. A lab lvp was installed. Testing was performed following the iui test method. During the testing, there were no irregularities. Additional testing was performed using an iui test fixture and test devices. The test found when pins 15 (ground) and 14 (+8v) are shorted to ground. The pcu will alarm for ¿channel disconnect¿ and an ¿audio failure¿, which were observed in the source pcu event log. Test method information: 1501-069-028-s iui test method (dir (B)(4). The probable cause of the customer¿s complaint of a system error and the pumps shutdown is the result of a ¿channel disconnection¿ and ¿audio failure¿. The root cause of the ¿channel disconnection¿ and ¿audio failure¿ is the result of shorted female iui pins 15 (ground) and 14 (+8v) which caused a temporary loss of the 8-volt supply resulting in an audio failure as well as channel disconnects. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 05/08/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 02/04/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The review of complaint history records was performed for the returned source device (s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.